Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, abnormality in the ultrasound image due to the breakage of the ultrasound probe, water tightness not maintained due to holes in the curved rubber, peeling (floating) of the curved rubber adhesive part recognized, curved rubber adhesive part cracked, water tightness not maintained due to the cut of switch 4, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, enough adhesive in the tip cover screw holes, scratches found on the objective lens, scratches found on the insertion tube, and wrinkles observed on the universal cord. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera ultrasound gastrovideoscope, leaking air/water from the switch key tops. Upon inspection and testing of the customer returned device, the scope tip lid fixing screw adhesive was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is presumed to be wear and tear. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: ·do not bend the insertion site of the endoscope with strong force. Otherwise, the insertion section may be damaged. ·do not apply impact to the tip of the endoscope, especially the ultrasonic probe and lens surface. Ultrasound and endoscopic images may be abnormal. ·do not hold the transducer when holding the insert. Damage to the ultrasound probe may result in failure to visualize the normal ultrasound image. Olympus will continue to monitor field performance for this device.